Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was prompting the main menu instead of the apply sample symbol when she attempted to test her blood glucose. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 5 p.m. The patient reported managing her diabetes with insulin pump therapy, and stated that she continued her normal diabetes management despite the alleged issue starting. The patient claimed that she developed "dry mouth and a lack of energy" as well as "feeling faint and being sleepy" 15 hours after the alleged issue began. The patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca documented that the patient was not using the subject meter for the first time, and that the alleged issue was not occurring after the patient had replaced the battery. The cca confirmed that there was no misuse to the subject meter. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs's criteria of a serious injury and the patient denied receiving medical intervention as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.